Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a teflon infusion set with 23-inch tubing; no tubing defects were noted, the cannula was observed to angle slightly to the right, and slight bleeding occurred upon removal. Symptoms included localized pain at the infusion and sensor sites. Outcomes included successful resolution of the alarm after changing the infusion set and resuming insulin delivery, with blood glucose not affected and no need for medical intervention. Investigation included user interview, device use review, and troubleshooting and education with recommendations to monitor for recurrent occlusions and to consult the healthcare provider regarding a potential switch to a steel needle set. Investigation of this case revealed that the occlusion condition resolved after supply change and that site factors, including cannula position and local bleeding, were present. It was concluded that the event was consistent with an infusion set occlusion localized to the cannula/site, resolved with standard corrective action, with no injury and no impact to glycemic control.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.